Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer drank juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.